Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
It was reported that the patient's right hip was revised due to osteolysis around the hip stem. A 35.5 exeter stem, alumina head and liner were revised to another 35.5 exter stem, femoral head, adm/ mdm insert and mdm metal liner. Rep confirmed there are no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon.